Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that palacos was broken inside box. Add'l clinical f/u with the hospital indicated the reported issue was concerning the polymer powder packaging. The health professional went to peel the powder open, the packaging split improperly which deemed the product as unsterile and unable to use. Another palacos r+g box was retrieved, but had the same packaging error. A third box of palacos r+g was able to be retrieved and used to successfully complete the planned procedure. There was no harm or surgical delay involved. This is the first incident of two being submitted for one incident. Refer to medwatch 1526350-2013-00606.